Event description:
The patient was undergoing a coil embolization procedure to treat a hepatic artery bleeding using a lantern delivery microcatheter (lantern) and a guidewire. During the procedure, while attempting to advance the lantern over the guidewire to the back door of the target vessel, the lantern went into the aneurysm that was previously treated with clips. Therefore, the physician decided to retract the lantern. While attempting to retract the lantern with the guidewire, the physician kinked and broke the lantern at the mid-shaft. The physician was then able to remove the lantern without further issues. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned lantern confirmed the reported fracture at the mid-shaft. If the device is retracted at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalizations on the distal shaft. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.